Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (damaged monitor) has been confirmed. As received, the monitor's case was separated and the top was loose. Upon inspection, it was found that the monitor would not power up and that the lcd was partially unplugged from component j109. The j109 component is a 20-pin connector located on the computer/analog pca board of the monitor. The cause for the monitor to not power up was due to high current consumption. The unit was drawing 300 ma. The root cause of the high current consumption was not positively identified. No adverse event resulted from the damaged monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male, pt, called in to zoll lifecor customer support to report that the top of his monitor had come off. The pt stated that he was getting out of his car, and he bumped the monitor and the top had come off. Pt also stated that wires were exposed. The pt was provided with a replacement monitor